Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative tried rebooting the system with no effect. He entered the remote desktop and found the imaging system application had not launched. He tried launching the application and received a config file error. He reloaded software configuration files and tested the system. The system then passed all tests. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. (B)(4).

Event description:
A medtronic representative reported that when the system was powered on, the image acquisition system (ias) says system booting, please wait. The system was rebooted with no effect. There was no patient present when this issue was identified.